Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms. Additional information received from the field representative indicated that the cause was not determined. The patient was checked through home remote monitoring system and all lead measurements were within normal range. No further actions were taken at this time. This device and lead remains in service. No adverse patient effects were reported.